Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2021.

Event description:
It was reported that the patient was not liking the paresthesia, and ipg was dead. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by medical facility.